Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an itchy rash under the lifevest. The patient's physician prescribed an oral medication. Follow-up indicated that after using the medication, the rash improved.